Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported during a call to technical support for drain complications received on the liberty select cycler, that this patient was hospitalized (B)(6) 2021 through (B)(6) 2021. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown; however, there is no allegation of a device malfunction or deficiency reported for the hospitalization.

Event description:
It was reported during a call to technical support for drain complications received on the liberty select cycler, that this patient was hospitalized (B)(6) 2021 through (B)(6) 2021. The reason for the patient¿s hospitalization is unknown. The hospitalization was not related to use of the liberty select cycler, other fresenius product(s), or pd therapy. The pd nurse confirmed this was the only hospitalization for this patient. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Manufacturer narrative:
Additional information: b5.

Event description:
It was reported during a call to technical support for drain complications received on the liberty select cycler, that this patient was hospitalized (B)(6) 2021 through (B)(6) 2021. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown; however, there is no allegation of a device malfunction or deficiency reported for the hospitalization.

Manufacturer narrative:
Additional information: d10 concomitant medical product and therapy date codes.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown; however, there is no allegation of a device malfunction or deficiency reported for the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported during a call to technical support for drain complications received on the liberty select cycler, that this patient was hospitalized (B)(6) 2021. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown; however, there is no allegation of a device malfunction or deficiency reported for the hospitalization.